Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer was having issues completing the load fill tubing portion of the load process. Customer's blood glucose was 96 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.